Manufacturer narrative:
Customer returned insulin pump for an alleged battery issue/audio tone/beep found on (B)(6) 2021. The insulin pump passed the displacement test, active current test, sleep current test and self test. No unexpected low battery alert, battery power loss alarm or failed battery test alarm noted during testing. The audio tone/beep functioned properly. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within specific range. No alarms were found in the history files or traces for the event date. Device was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor or force sensor. The following were noted during visual inspection: cracked battery tube threads, cracked case at corner of the belt clip rails, cracked case along the side of the battery tube, cracked select button keypad overlay and minor scratched lcd window. Battery issue and audio tone/beep issue was not confirmed. Cosmetic damage found on the insulin pump case. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump did not gave low battery alert. Customer stated that the insulin pump turned off randomly. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.